Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
Clinician reports normal saline leaks briskly around stylette wire through the t-lock stopper while preparing the catheter for insertion. No patient or clinician harm reported. It was reported this occurred with eight devices. This report addresses the seventh device.

Event description:
Clinician reports normal saline leaks briskly around stylette wire through the t-lock stopper while preparing the catheter for insertion. No patient or clinician harm reported. It was reported this occurred with 8 devices. Only 7 samples were returned for evaluation. This report addresses the seventh device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample.